Event description:
It was reported that the pump was exposed to moisture. There was no patient involvement. Device evaluation revealed a lifted downstream occlusion (dso) seal.

Manufacturer narrative:
E1: phone extension (B)(6). One device was received for evaluation. Visual inspection found a lifted downstream occlusion (dso) seal. Functional testing was able to duplicate the reported issue. The dso seal was replaced. Additionally, the dso sensor, printed wire assembly (pwa) board, latch lock flex was also replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.